Event description:
It was reported via repair work order that the footend brakes were not holding due to worn scorpion/gill brake plates and the power cord sheathing was cut but had no exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.